Event description:
It was reported that the customer has passed away in a hospital. The cause of death was congestive heart failure and respiratory failure. The customer was hospitalized on (B)(6) 2014. The caller stated that the customer had a declining health for a long time. The customer had a stroke seventeen years ago. The caller stated that it was not diabetes related; rather it was related to not getting enough medication for a heart valve. The customer got a blood clot due to this issue. The customer had sepsis, but the source could not be found. The customer's blood glucose at the time of death was unknown, but the caller stated that prior to hospitalization it was 124 mg/dl. The customer was not wearing the insulin pump at the time of death; it was disconnected by the hospital, three days prior to passing. The customer was using sensors but was not wearing one at the time of death. The caller stated that she no longer had the insulin pump or the sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.